Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010 and (B)(6) 2011. The weekly pace lead impedance trend data shows min and max atrial pace bi impedance varying for max atrial pace bi impedance from 437 to 912 ohms peak between (B)(6) 2010 to (B)(6) 2011.

Event description:
It was reported that an alert was activated because lead impedance was not measured. The lead remains in use, no patient complications have been reported as a result of this event.